Event description:
The user received questionable low results for sodium on ise (s1) and ise (s2) modules of the modular core analyzer. Three patient samples were involved in the event and were discrepant. Patient sample 1, the initial result for sodium run on (s2) gave 127 mmol/l. The sample was repeated on an (abl) blood gas analyzer giving 138 mmol/l. Patient sample 2, the initial result for sodium run on (s2) gave 126 mmol/l. The sample was repeated on the (abl) analyzer yielding a sodium result of 139 mmol/l. Patient sample 3, the initial result for sodium run on (s1) gave 128 mmol/l. The sample was repeated on the (abl) analyzer yielding a sodium result of 140 mmol/l. User said the patients were not affected as no erroneous results were reported outside the laboratory. The sodium electrode lot number was not provided. The field service representative found the cause was worn syringe seals. He replaced the seals. The customer ran performance tests which were within specification.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.